Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the sensors kept him awake at night and that he went through two sensors in two days. The blood glucose reading was 136 mg/dl. The customer was advised on techniques to help the sensor adhere to the body. The sensor also gave inaccurate readings and caused the threshold suspend to activate when the blood glucose was normal. The blood glucose reading was 113 mg/dl when the sensor reading was 60 mg/dl. The customer had issues with bent cannulas. The customer was advised on insertion and calibration technique. The customer was advised that the sensor would be replaced.